Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the complaint that an astral device failed to charge its internal battery. The investigation determined that the device fault was due to an isolated component failure in the main printed circuit board (pcb) due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, the battery would not charge. The device was not in use when the fault occurred, therefore, there was no patient involvement.